Event description:
It was reported that prior to the implant of this device, it was not possible to interrogate the device with the programmer. The boston scientific representative attempted to interrogate other devices which showed no issues. This device was thus not implanted and will be returned. No adverse patient effects were reported.

Event description:
It was reported that on 11-feb-2021 this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated prior to implant. The boston scientific field representative attempted to interrogate other devices and had no issues. As a result of the interrogation difficulty, this device was not implanted, and the device was returned still in its original, sealed packaging to a bsc warehouse. Upon receipt the device was inadvertently shipped to another customer for use instead of being -routed to bsc's post market quality assurance laboratory for device analysis. The device was implanted in a patient on 08-jun-2021. At the time of the implant procedure, the device was successfully interrogated prior to and during the implant procedure as instructed per the IFU. Interrogation difficulties were noted the next day (09-jun-2021). Extensive troubleshooting was performed including using two different programmers and wands, moving the patient into a different room, x-rays to confirm location of device, device magnet reset, and external cooling of the device. Twice the programmer could find the device but no connection to the device could be established thus no patient data could be retrieved. The physician elected to explant and replace the device on 15-jun-2021. The explanted device is currently in the process of being returned for analysis. Upon receipt, the device will be thoroughly analyzed, and the results of the analysis will be provided in the final report. Bsc plans to inform the implanting physician about this incident, noting there is no further risk posed to this patient.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Review of the device's log files, as well as the programmer log file data from the replacement procedure, revealed multiple interrogation sessions with zero (0) minutes recorded for actual connect time, consistent with the reported clinical observations of difficulty establishing a successful connection with this s-ICD.additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.detailed review of the device's log file data revealed that the dates/timestamps associated with several of the zero (0) minute connect time sessions were recorded prior to the 08 june 2021 implant procedure. Further investigation revealed that a boston scientific representative experienced previous difficulty interrogating this specific model/serial device, while it was still in its unopened box, prior to an implant procedure in february 2021. The sterile, unopened/boxed device was thus returned to boston scientific's distribution center. Boston scientific's procedure requires the device to be returned to our quality assurance laboratory for subsequent analysis.due to human error, the sterile, unopened/boxed emblem device (model a209 serial (B)(6) ) was placed back into warehouse stock and redistributed for implantation. Boston scientific has initiated an investigation to ensure full understanding of this process error and will take appropriate action(s) to prevent this situation from reoccurring.

Event description:
It was reported that prior to the implant of this device, it was not possible to interrogate the device with the programmer. The boston scientific representative attempted to interrogate other devices which showed no issues. This device was thus not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.